Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the sensing value had decreased. All other measurements were normal and in range. The physician will continue to monitor the patient by follow-up. The patient was in stable condition.